Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and could not confirm the intermittent image issue. The customer's spectrum smart cable was connected to a known, good test monitor and a known, good test baton. While manipulating and bending the cable, the video feed remained stable and clear; no failure was found, the cable worked as expected. The camera image quality test was performed and passed. Since the customer had already received a replacement glidescope spectrum smart cable, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would go in and out. The customer was able to narrow the image problem to the cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.